Event description:
Customer reported issues with the insulin pump. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segment due to bleeding and cracked lcd glass. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.